Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a sterling monorail (mr) balloon catheter without blood or contrast visible on the device. Visual and tactile inspection of the proximal hub and shaft revealed no damage or irregularities. Microscopic examination of the distal end of the catheter revealed a longitudinal tear in the balloon wall, approximately 29 mm long which started at the proximal end of the balloon. Magnified and tactile inspection of the shaft revealed shaft kinks located approximately 35 and 40 mm from the tip. Examination of the material surrounding the kink and the tear did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the damage. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous translumial angioplasty (pta) procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The de novo lesion was located in the moderately tortuous superficial femoral artery. Using a contralateral approach another manufacturers guide wire was advanced across the lesion. The 5.0 x 40/135 sterling balloon dilatation catheter was advanced and inflated three times to 8 atms. The duration of the inflations is unknown upon the third inflation a balloon rupture occurred. The balloon catheter was successfully removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient status is listed as good.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The de novo lesion was located in the moderately tortuous superficial femoral artery. Using a contralateral approach another manufacturers guide wire was advanced across the lesion. The 5.0 x 40/135 sterling balloon dilatation catheter was advanced and inflated three times to 8 atms. The duration of the inflations is unknown upon the third inflation a balloon rupture occurred. The balloon catheter was successfully removed intact and the procedure was completed with another of the same device. No patient complications were reported and the patient status is listed as good.